Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: a lens work order search was performed. One similar complaint type events found within the associated lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of this event is unknown.